Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon was not deflated. It was mentioned that the user reinserted a new foley catheter. Per follow-up information received via ibc on (B)(6) 2022, the foley catheter was not used on the patient and the incident was found prior to use.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 2-way catheter. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Although an exact root cause could not be determined potential root causes include balloon masking the inflation eye due to incorrect location; high balloon gauge poor release of balloon during oven drying (curing). Under inflation during use inflation with an in-appropriate fluid. Uneven thickness of balloon. Under-inflation during use; assembly of the balloon to the shaft the product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that foley catheter balloon was not deflated. It was mentioned that the user reinserted a new foley catheter. Per follow up information received via ibc on (B)(6) 2022, it was stated that the foley catheter was not used on the patient and the incident was found prior to use. Per follow up information received via ibc on (B)(6) 2022, it was stated that the foley catheter was not used on the patient and the incident was found prior to use.